Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working. The ipp was difficult to inflate, and the pump was hard to pump. The device is still implanted, and a revision surgery will be performed. No patient complications reported.